Manufacturer narrative:
Correction: updated date of this report from 07/07/2016 to 07/06/2016. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06775. It was reported that the stent moved from the balloon. The target lesion was located in the severely tortuous and moderately calcified left main (lm) artery extending to the left circumflex (lcx) artery. After pre-dilatation and implantation of a 3.50 x 28 synergy drug-eluting stent in the lm, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion in the lcx. However, during crossing attempts, the stent fell off. The device was removed from the patient and intravenous ultrasound (ivus) was performed to check the previously implanted 3.50 x 28 synergy stent in the lm. It was then noted that the stent also fell off. Subsequently, stenting was re-done with a 3.5x32 stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
If follow-up, what type, device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: the device was returned for analysis. The stent had detached from the balloon and was returned for analysis stuck to another stent and without the stent delivery system (sds). The stents were separated during analysis. A visual examination found one stent bunched at one end and remaining struts distorted and stretched. The second stent was bunched and creased together into an oval shape. As the delivery system was not returned with the stent, therefore individual assessment of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-06775. It was reported that the stent moved from the balloon. The target lesion was located in the severely tortuous and moderately calcified left main (lm) artery extending to the left circumflex (lcx) artery. After pre-dilatation and implantation of a 3.50 x 28 synergy" drug-eluting stent in the lm, a 2.50 x 38 synergy" drug-eluting stent was advanced to treat the lesion in the lcx. However, during crossing attempts, the stent fell off. The device was removed from the patient and intravenous ultrasound (ivus) was performed to check the previously implanted 3.50 x 28 synergy" stent in the lm. It was then noted that the stent also fell off. Subsequently, stenting was re-done with a 3.5x32 stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06775. It was reported that the stent moved from the balloon. The target lesion was located in the severely tortuous and moderately calcified left main (lm) artery extending to the left circumflex (lcx) artery. After pre-dilatation and implantation of a 3.50 x 28 synergy drug-eluting stent in the lm, a 2.50 x 38 synergy drug-eluting stent was advanced to treat the lesion in the lcx. However, during crossing attempts, the stent fell off. The device was removed from the patient and intravenous ultrasound (ivus) was performed to check the previously implanted 3.50 x 28 synergy stent in the lm. It was then noted that the stent also fell off. Subsequently, stenting was re-done with a 3.5x32 stent and the procedure was completed. No patient complications were reported and the patient's status was stable.